Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient reported subsequent to a fall with painful and unstable attune rp ps tka with apparent medically subsided tibial component and laterally subluxed patella component. Original surgery (B)(6) 2017. Patient consequence? :yes. Patient consequence description:retained hardware revision surgery. Action taken for procedure:retained attune primary ps femur and revised attune primary rp tibial tray to a size 4 attune revision fb tray, 14x130 cemented stem and 16mm attune ps fb insert resulting in a stable construct. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.